Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.